Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left colectomy procedure, the balloon deflated, and the trocar withdraw when the video camera was removed. Use another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted; the balloon, lock collar, valve seal and doors appeared intact. The inflation syringe was received. The obturator was received. Pmv performed functional testing; the balloon was inflated, no leaks detected. No other abnormalities were noted. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left colectomy procedure, the balloon deflated, and the trocar was pulled out of the patient when the video camera was removed. Use another device to complete the case. There was no patient injury.